Event description:
It was reported that a 9l effluent bag was leaking at the "seam between the actual bag and the pump tube that leaks". The warning tag was observed to be wet and the pinch clamp was completely closed. No alarm was generated. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The actual device was discarded, however, a drawing was provided for evaluation, which showed the location from where the leak occurred. The reported condition was verified. The cause was due to the pump connector tube junction, which is manufacturing related. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.